Event description:
It was reported the patient had discomfort at the ipg site due to the location in her abdomen area. The physician moved the ipg and used a new extension to place the ipg on her back side. It was reported the issue was resolved postoperative. The patient continued to receive effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.